Manufacturer narrative:
No patient involvement; refer for summary of event. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While servicing the alinity I processing module, the technician was sprayed in the face. The technician went straight to the sink and washed his face, and flushed eyes with salt water. The mta was indicated to go to the emergency room for further follow up, however to the knowledge of the customer has not followed-up with a physician. No injuries were reported. No injuries were reported.

Event description:
While servicing the alinity I processing module, the technician was sprayed in the face. The technician went straight to the sink and washed his face, and flushed eyes with salt water. The mta was indicated to go to the emergency room for further follow up, however to the knowledge of the customer has not followed-up with a physician. No injuries were reported.

Manufacturer narrative:
A service technician was sprayed with liquid in the face while not wearing protective eyewear, when attempting to remove tubing for the concentrated wash buffer bottle in the door on the alinity I (B)(6). Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of splashing from parts reported for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, concentrated buffer transfer pump in did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the tubing, concentrated buffer transfer pump in was identified.